Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 499mg/dl and 600mg/dl. Customer was treated with manual bolus and customer¿s current blood glucose was 378mg/dl. Customer advised to monitor the insulin pump and call back if issue occurs again. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.